Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 600 mg/dl. It was also stated that the insulin pump had a no delivery alarm. The customer was assisted with the troubleshooting for no delivery alarm. The no delivery alarm was cleared by changing the complete infusion set. The insulin pump will be returned for the analysis.